Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell. The baxter technical service representative (tsr) explained the message to the caregiver (cg) and informed them to recycle the machine. Se 2367 occurred and they were informed to start over using new supplies. There was no reason found for the message. They followed the above and the hc was okay. The patient was connected at the time of the alarm and the patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. There was no damage noted on the overpouch or carton, and a sharp object was not used to open the carton or overpouch. Proper procedures per the user manual were reviewed with the reporter. The hp discarded the supplies and would use new supplies to complete therapy. The sample was not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.